Manufacturer narrative:
Submit date: 01/26/16.an investigation is currently underway. Upon completion, a full investigation will be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer reports that the unit does not feed the programmed amount of feed within the selected timeframe. The pump was set to deliver 400 milliliters of feed at a rate of 400ml/hr. At the end of the feed (1 hour) the feed supplied was approximately 350 milliliters. No patient harm.

Manufacturer narrative:
Investigation date: 06/21/2016. An investigation of kangaroo epump was performed for the reported condition of, "the unit does not feed the programmed amount of feed within the selected timeframe. The pump was set to deliver 400 milliliters of feed at a rate of 400ml/hr. At the end of the feed (1 hour) the feed supplied was approximately 350 milliliters." The unit was triaged and the complaint could not be confirmed for the reported condition. The unit was serviced and fully tested; unit passed all testing. Kangaroo epump was manufactured in 2012. A review of the device history record shows this device was released meeting all manufacturing specifications. (B)(4).